Event description:
It was reported the programmer has a lag time when testing is initiated, and the analyzer shuts down during cases. The programmer was switched out for another one. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4)- analysis confirmed the lag time. (B)(4)- the analyzer software was found to be corrupt. (B)(4)- the radio frequency (rf) head would not interrogate and tested out of specification.